Event description:
Report was received by a baxter sales representative who called on the customer's behalf to report that there was a "discrepancy in the volume history by 20%." No patient injury or medical intervention was involved with this pump.